Event description:
It was reported that the pump touch screen was unresponsive which resulted in a blood glucose (bg) level of 17.3 mmol/l. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy. Customer administered a correction injection to successfully resolve the bg.